Event description:
While investigating an (B)(6) female patient's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed a hi-pot test. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a hi-pot test due to a crimped green wire (belt discharge) in ECG "b." The root cause for the damaged wire could not be positively identified. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.